Event description:
The customer reported the system exhibited a precharge error. There is no report of pt injury or death.

Manufacturer narrative:
A ge service representative performed an on site investigation. The batteries were replaced during the service call. The system was tested and found to be working as intended and put back into service.